Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer was unable to get the pump to turn back on. The customer's blood glucose level elevated to approximately 800 mg/dl with moderate ketones. Reportedly, the healthcare provider classified the ketones as life-threatening. The customer went to the emergency room (ER) for treatment. Insulin drip and fluids were administered. The customer was subsequently hospitalized. Insulin drip and fluids continued to be administered. Reportedly, the customer was discharged on (B)(6) 2017.